Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that unspecified vessel puncture closure was attempted using a proglide device after an interventional procedure. Reportedly, the proglide marker lumen was clotted. The proglide device did not properly grasp the wall of the vessel. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and function inspections were performed on the returned device. The reported clotted marker lumen was not confirmed. The reported failure to deploy the suture (device did not properly grasp the wall of the vessel) could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported clotted marker lumen; however, the failure to deploy the suture (device did not properly grasp the wall of the vessel) and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.